Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: spouse of consumer reported that the needle shield is difficult to remove. Needle bends when the shield is removed. Plunger rod is loose and falls out of syringe while trying to draw insulin. Lot #: 0153971. Catalog #: 328438. Date of event: unknown.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: spouse of consumer reported that the needle shield is difficult to remove. Needle bends when the shield is removed. Plunger rod is loose and falls out of syringe while trying to draw insulin. Lot #: 0153971. Catalog #: 328438. Date of event: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0153971 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200899210, 200899656] noted that did not pertain to the complaint. H3 other text : see h10.